Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer requested help, via phone call, with questions about the bolus wizard. Customer's blood glucose was 52 mg/dl at the time of the call, and then was 76 mg/dl. Previously, the customer's blood glucose level was 21 mg/dl. Troubleshooting educated customer on how to use the pump and bolus feature and customer was satisfied with the assistance. No further information was provided.